Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration (B)(4)). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). When reviewing similar reportable events for the atmosair family of products, we have not been able to find any events with a similar fault description to the one investigated here: bodily fluids ingress inside the mattress, leading to the situation in which it becomes possible for a next patient using the contaminated device. Inspection of the remaining units at the facility by the customer, resulted in the customer indicating that the permeation of body fluids occurred also on additional (B)(4) mattresses, which were already in use with other patients. Based on the information collected to date, the provided problem description and the inspection of the devices, we have been able to confirm that the atmosair mattresses' covers were damaged. Further investigation of the issue revealed that the facility was using a cleaning agent dedicated for cleaning and disinfection of hard, nonporous hospital surfaces - while the contact of this product with fabrics is to be avoided. In addition, the used concentration of the agent was too high. It was stated by the facility that the proportion: 1 part of solution to 10 parts of water was used while the mattress labeling indicate that the concentration shall be 1: 100. The neutral wipes were not used after cleaning. It has been deemed that the incorrect cleaning procedure lead to the breakdown of the cover's material, which further lead to the ingress of fluid inside the mattress. The permeation of fluids from the inside of the mattress to the outside is lower than in the opposite direction. However with this level of cover damage it was occurring in both directions. In accordance to the recommendation from the labeling (e.g. #407308-ah rev. A) which was delivered to the customer together with the device, the user is informed about the usage and cleaning of the mattress: during the preparation for use, the mattress surface shall be checked for tears or cracking. If any is present, the device should not be used. For regular cleaning, use a mild detergent with water on a non-abrasive cloth to disinfect, use only approved disinfectants diluted in accordance with manufacturer's instructions the atmosair stretched mattress must be disinfect after each patient use disinfect clean surface with a chlorine solution mixed to proper concentration, 1:100 (two ounces of chlorine bleach to one gallon if water). Using a clean cloth, wiring out excess chlorine solution until cloth is damp. Wipe entire surface with damp cloth. Check each before using the mattress with a new patient that the mattress surface is free from tears or cracking. Do not use if tears or cracks are present. Ensure that the mattress is free of stains and soiling - clean and/or disinfect as required. Therefore the conclusion of this investigation, as well as the information about proper cleaning method and the need of inspection of the mattress between the patient (according to safety communication, issued by FDA on 19 apr 2013) are to be shared with the customer. It seems also to worth noting, that the atmosair stretcher mattress' foam includes anti-bacterial and anti-fungal agents. Nevertheless, it had been decided to report this event in the abundance of caution and to be transparent. In summary the device failed to meet its specification as it suffered a malfunction due to use error. It was used with patient at time of event. Fortunately, there was no adverse outcome. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been claimed by the customer that the mattress cover leaked through, and that the mattress had built up fluids. Additionally provided information revealed that the patient was placed on an atmosair mattress and claimed to have had the feeling of getting wet. After opening the cover it was apparent that fluids leaked through the cover and the mattress was full of fluids - there is an allegation of these fluids also including another patient's blood.